Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The lot.# of the device was unknown, however, the manufacturing history within the 6 months from a delivery day was reviewed, with no irregularities noted. And this device model is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. It is possible that the reported event was due to a general complication from doctor's comment. Based on the finding, omsc could not determine the cause of this event conclusively. However, this event appears to occur due to general complication but not malfunction of the subject device.

Event description:
Olympus medical systems corp (omsc) was informed that, during a distal gastrectomy, the subject device was used. The procedure was completed with the device. There was no report about a failure of the device. Nine days later from the procedure, the hemoperitoneum of the patient was found. The patient underwent a re-operation. After that, the patient recovered and left the hospital. The user regarded this case as a general complication, and said that the cause couldn't be specified.